Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump had a belt slip error. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b1, b2, h3 and h6. The service repair technician (srt) could not duplicate the reported complaint. During the evaluation, the srt observed the roller pump taking longer to react to the pump jam testing which could trigger a belt slip error. The srt replaced the drive belt as a precaution. The unit operated to the manufacturer's specifications.